Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The high voltage lead impedance trend decreased then increased and was out of range. Technical support recommended lead provocative testing. No further information was available. The patient was stable.

Event description:
Further information indicates the cause of the impedance issue could not be identified. The rv lead was capped and replaced with no adverse consequences to the patient.